Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory thorough analysis of the lead was performed. Visual observation determined that the lead tip was intact and undamaged. Continuity test found no anomalies. The lead tip has no visible signs of damage or defect which would lead to dislodgement. Analysis could not confirm the reported clinical observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.